Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (10 mg/ml at 2.410 mg/day) and bupivacaine (35 mg/ml at 8.433 mg/day) via an implanted pump for an unknown indication for use. It was reported that the hcp was connecting the catheter they prematurely locked one of the collets so they had to use one from a di fferent 8785. Additional information was received a healthcare provider (hcp) via company representative stated that the cause of the prematurely locked collet was due to the surgeon pushing with his hand on both collet¿s.

Manufacturer narrative:
Pli 20 : analysis identified the catheter was not fully seated onto the connector and the collet was locked in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.